Manufacturer narrative:
The field service engineer found the rinse tubing to be ok. He found the cell levels were low, the gear pump pressure was low, sample probes were not positioned in the wash flow, and the water reservoir was dirty. He adjusted the sample probes and performed system cleaning. He verified the gear pump pressure and the cell levels were ok. He performed a cell blank measurement, precision check, ise check, photometer check, and qc with acceptable results. After service, no further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient on a cobas 8000 c 702 module. The patient's initial creatinine was not reported outside the laboratory. The customer performed repeat testing with the sample. The patient's initial creatinine result was 338 umol/l. The patient's repeat creatinine result was 43 umol/l. The creatinine reagent lot number and expiration date were requested but not provided.